Manufacturer narrative:
(B)(4). The incoming inspection has been performed on product # 1001215, lot 220611 in accordance with sop-11, incoming inspection procedure. The lot passed the inspection with no non-conformities reported. The cmo has conducted an inspection and testing on retain samples for product # 1001215, lot # 220611 with the following results: production process review: the batch production process and product inspection report were reviewed. The records were found to comply with the required standards. Visual inspection: all 89 remaining retention samples were visually inspected individually. All tested samples passed the inspection, with no visible liquid found in the product cavity. Efforts were made to obtain the product in question and and documentary evidence from the complainant. The complainant failed to provide the product in question for examination. In summary, all retained samples inspected were found to be qualified for product release. No visible liquid or contamination was found. All documents ( the batch production process, product inspection report, and the incoming inspection) were found to comply with the requirements for product release . According to the photo provided, the syringe is already in the state of where the needle is connected. Based on the photo alone, the lack of product to examine, and the limited information available, we were not able to determine the root cause of the reported issue. Therefore, the root cause remains unconfirmed. As of 12dec2024, (B)(4).pieces have been distributed from this lot, with no other similar complaints reported.

Event description:
Patient reported observing a visible drop of liquid in the barrel of the syringe, and he is concern that it could possibly have bacterial contamination. Product was not used, no patient contact.